Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen "flickers" during the fill tubing process. There was no known impact to the customer's blood glucose level. The customer declined a follow-up call to obtain more information.